Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: pump reboot events were observed in the black box beginning on 04/18/2015. There were battery compartment cracks observed in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The pump was exercised for 24 hours with no power issues being duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.